Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The air alarms were confirmed during a review of the event history log. It was determined that the root cause for this complaint is a wide inscribed pin dimension which has been proven to be a cause false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.